Event description:
Customer reported that the insulin pump alarmed during manual prime and insulin was squirting out of the tubing. Customer was trying to bolus but accidentally started the rewind sequence. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.